Event description:
It was reported that an unspecified transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and a transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of an unspecified transmitter issue is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).